Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the probe bent and broke in an attempt to straighten. The broken piece was retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: macroscopic examination confirms the probe tip broke off. The broken off portion of the tip is missing and not returned for analysis. Microscopic examination reveals a fairly tortuous fracture surface, consistent with bend stress overload. The above observations are consistent with bend stress overload.